Manufacturer narrative:
A ge rep evaluated the system and re-seated the graphics card. System operates as intended.

Event description:
The customer reported that the system will not produce x-rays after boot up. No pt injury was reported.